Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit failed power up test fail #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code, event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the regulator drive, pneumatic single barb, tubing clear polyurethane , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.